Event description:
During ivtm therapy, the customer noted a saline leak from the start-up kit (suk) (lot #unknown) air trap into the thermogard xp ivtm system (sn (B)(4) air trap holder and a vinegar smell was observed. It is unknown if any alarms were displayed. The device is not ready for use. No further information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported complaint of a saline leak from the start-up kit (suk) (lot #unknown) air trap into the thermogard xp ivtm system (sn (B)(4) air trap holder was confirmed during the functional testing. Investigation revealed presence of saline traces on the air trap pcb (printed circuit board), likely attributed to the overflow of saline into the air trap chamber due to a leaking start-up kit (suk). There was no history of start-up kit (suk) leak complaints reported by this customer. The reported complaint of a vinegar smell could not be confirmed or detected during inspection or functional testing. The smell was most probably caused by some other things happening in the same room. During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed several mid:09 (air trap assembly) error messages, related to the reported complaint. The thermogard console failed the initial functional test due to the mid:09 message that was displayed after switching on the device. Air trap sensor boards revealed contamination with saline, thus, confirming the reported complaint. The presence of saline on the air trap pcb triggered the thermogard system to generate mid:09 error. The air trap block with pcb was replaced to address the mid:09 error. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).